Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "on (B)(6) the patient had sudden groin pain on the right side, since (B)(6) there is a squeaking noise in the area of the right hip joint. The patient presented herself yesterday in the doctor's office; the indication for a hip tep replacement because a decentered head in the cup was given. (B)(6) 2017 implantation of a cementless total endoprosthesis right hip (corail stem size 10, head size 28/+5, pinnacle cup size 50/28 mm). (B)(6) 2022 explantation of the broken inlay. The inlay was also luxated." Doi: (B)(6) 2017, dor: (B)(6) 2022, right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
There was a leg shortening of approx. 1 cm and the scar conditions were unattractive.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for analysis. Based in the visual examination of the involved poly liner, a disassociation event was able to be confirmed. It is not unreasonable that noise would be present due to the ceramic head articulating against the metal cup. It is subsequent the liner disassociation and does not signify any product error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 06/20/2017 3) any anomalies or deviations identified in DHR: none. No anomalies or non conformances were identified. 4) expiry date: 05/31/2027 5) IFU reference: 090200701 - IFU tot hip pros rev p. Device history review : a manufacturing record evaluation was performed for the finished device (121701050/pinnacle 100 acet cup 50mm) product and lot numbers, and no non-conformances were identified.